Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery would not charge normally. The customer also stated the pump was at 20% and when connected to a power source the battery gauge dropped to 5%. The customer then unplugged the pump and the battery gauge displayed 35%. After the pump was connected to a power source again the battery gauge indicated 100%. There was no impact tot he customer's blood glucose level. It was indicated that the customer would continue to use the pump until the replacement pump was received.